Manufacturer narrative:
A ge service representative performed an onsite investigation. The video camera was evaluated and replaced.. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a video error and locked up. No patient serious injury or death was reported related to this event.